Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 9.0-12.0cm from the tip electrode. Internal insulation abrasion was noted at 13.0-14.0cm from the tip electrode. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead to be monitored.

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.